Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint about the truedraw lancet device not firing. At the time of the call the customer reported blurry vision. Customer was going to seek medical intervention and stated that she would go to her primary care doctor. Customer could not continue with the troubleshooting process and no further information was able to be obtained.